Manufacturer narrative:
Correction: patient identifier. H10: the customer reported - crack on drip chamber. One sample of material 2426-0007, lot unknown was returned. Upon initial visual examination, the set verified the complaint of component damage on the drip chamber, there was a nick or scrape on the outside of the chamber, about 1 mm wide. The scrape did not get through the plastic, and the drip chamber did not leak from the damaged section. A device history record review was not performed as the lot number is "unknown" for this complaint. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that various issues, holes in tubing, leaking, adhering to itself.